Event description:
Spouse of home pt (hp) reports hp noted shoulder pain due to excess air infused into the peritoneal cavity during treatment on the homechoice device. Hp reports baxter technician assisted the hp in ending treatment early for evening. Hp reports pain has dissipated on it's own with no resulting injury or medical intervention required as a result.